Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic mid-urethral sling system. Two implantations dates, (B)(6) 2008 and (B)(6) 2010, were reported. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.